Event description:
The contact stated that the customer tested her blood glucose using a breeze2 meter and a one touch meter. The one touch meter read 187 mg/dl, while the breeze2 read 450 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.